Manufacturer narrative:
Device alarmed pump error 37 during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to pump error 37.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and insulin pump did not pass it. No harm requiring medical intervention was reported. The device will be returned for analysis.